Event description:
The customer reported a speaker malfunction inop on the intellivue multi measurement server x2. It was confirmed that there was no sound coming from the device. The device was reported to not be in use on a patient and no adverse event to patient or user was reported.